Event description:
Carestart covid 19 home test did not work properly. All directions were followed carefully but the specimen did not migrate up to the control line on the test panel and both test and control lines were negative (absent.) Test repeated with second test apparatus from same box and control was positive and test was negative. Of note, I added four drops the second time rather than 3 as advised in the instructions.